Event description:
Not able to get a good seal at cervix. Tried several times. Manufacturer response (as per reporter) for endometrial ablation device, novasureor has called the rep.

Event description:
Not able to get a good seal at cervix. Tried several times. Manufacturer response (as per reporter) for endometrial ablation device, novasureor has called the rep.